Manufacturer narrative:
The catheter was returned for analysis and found catheter/catheter body/damage occurred to catheter body and-or guidewire during implant pro and catheter/catheter body/compressed area. Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient had a pump refill on (B)(6) 2017. On (B)(6) 2017 the patient's pump had a motor stall at 09:00 with recovery at 9:27 and a motor stall on (B)(6) 2017 at 11:22 with recovery at 12:40. On an unspecified date the patient experienced multiple episodes of spinal leaks. On (B)(6) 2017, the patient had a pump refill. On (B)(6) 2017, the catheter and pump were removed. On an unspecified date, the patient experienced another spinal leak. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 for the spinal fluid leak. The spinal leak resolved on (B)(6) 2017 and there had been no spinal leak since then. On (B)(6) 2018, a new pump and catheter was placed for an unspecified reason. There had been no spinal leaks since replacement. The patient's medical history included spinal pain, spastic quadriparesis, cerebral palsy, and spinal disorder. Additional information was received from a healthcare professional (hcp). It was reported that the motor stall on (B)(6) 2017 at 09:00 with recovery at 9:27 and a motor stall on (B)(6) 2017 at 11:22 with recovery at 12:40 were both due to an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump and catheter explant was the patient was very thin and hypermobile spine and multiple episodes of spinal leak. The catheter and pump were removed on (B)(6) 2017.